Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate. Reference: self. The person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained results of 263mg/dl. The expected fasting blood glucose test result range is 120 to 140mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 127 and 129mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 09/23/2018 and open vial date is 10/15/2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 :154mg/dl fasting, result 2 :84mg/dl fasting, result 3 :148mg/dl fasting, result 4 :162mg/dl fasting, and result 5 :263mg/dl fasting. Customer calling because he feels like he is getting higher results.